Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non functional te¿s) has been confirmed. The pulse wire was broken from the dn to rear cable. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.